Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2014 with the following findings: the keypad was observed to be cut and torn on the up arrow button and the keypad was observed to be peeling up from the base. The battery cap was not available for testing, a test battery cap was used for testing. The pump keypad was tested and found that the buttons were responding normally to presses. The keypad was removed and contamination was observed under the contrast, up, and down button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.